Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. Two (2) devices had damaged components; one (1) device had a worn component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes three malfunction events, where it was reported the lift handle was difficult to operate or inoperable. No patients were involved.